Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the machine was automatically getting shut down. No further information regarding the issue has been provided. No service has been performed by philips since the service was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would automatically shut down. The device was outside of clinical use at the time of the reported event. No harm was reported. Philips has started an investigation of this complaint.